Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for various assays on multiple patient samples and repeated the samples on another cobas 6000 c (501) module. Only one example was provided. The initial alb2 albumin gen.2 result was 0.2 g/dl with a data flag and the repeat result was 4.5 g/dl. Corrected reports were sent for five samples as the repeat results were believed to be correct. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found a previously tested lipemic patient sample had blocked the sample probe. He replaced the probe and performed various cleanings and adjustments. He ran qc with all results acceptable.